Event description:
It was reported that ''this lens flipped the patient's cylinder''. A different lens was needed to make correction (wrong intraocular lens (iol) power)''. The date of the original surgery was (B)(6) 2014. The lens was explanted in a secondary procedure on (B)(6) 2014. The incision was not enlarged. A suture was not used. The replacement lens is a model zct150 19.5 diopter. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. Visual inspection showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. It can be seen that the lens was received cut in pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the returned condition of the lens, additional analysis was not possible. The manufacturing record review was performed. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order number. There were no non conformances with respect to the sterilization process. The in-line optical inspection data during the manufacturing process showed that the lens was within specification in terms of optical and cylinder power. There were no associated nonconformity material reports or non conformances. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): explant of an intraocular lens in a secondary procedureall pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.